Event description:
It was reported that the patient experienced a slight return of symptoms. The patient reported increased pain but also had a torn rotator cuff and was given oral hydrocodone for pain so minimal withdrawal symptoms were noted. The patient had been hearing a faint alarm for a couple of weeks, however, not sure from where it was coming. There was a confirmed motor stall /tube set message in the attention dialogue box. The last refill was on (B)(6) 2011. The patient was seen in the clinic for a routine refill in early (B)(6); the expected residual volume (erv) was 2.6ml; the actual residual volume (arv) was 16ml. A pump replacement was being considered. The pump was delivering morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had a magnetic resonance image (MRI) planned for (B)(6) 2012. It was not reported if this MRI took place or if it contributed to the motor stall. The patient did not experience withdrawal symptoms, but had a slight return of underlying symptoms. Additional information has been requested, but was not available as of the date of this report.